Event description:
Prior to insertion in a patient, foley catheter balloon was inflated. Upon attempts to deflate the balloon, the balloon would not deflate and remained inflated. Another foley kit was pulled and the balloon was inflated and would not deflate. No patient involvement, all events occurred prior to insertion to a patient. Ref report mw5149212.